Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. The parameter changes trend report shows that on (B)(6) 2014 the device mode was reprogrammed from vvir 50/130 to s/c aoor 50/130.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient left the hospital with the newly implanted implantable pulse generator (ipg) programmed to one mode and returned for their first follow up appointment programmed to another pacing mode. The ipg was programmed back to the intended pacing mode and remains in use. No patient complications have been reported as a result of this event.